Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise. The noise was reproduced on the realtime egm with pocket manipulation. A chest x-ray would be scheduled.